Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately four months after an intraocular lens (iol) was implanted, it was exchanged for another lens model but same power due to the patient could not tolerate it. Additional information was requested.

Manufacturer narrative:
The lens was returned wrapped inside a folded white gauze material. Solution was dried on the lens. One haptic is bent in the gusset area with the distal area adhered to the optic in dried solution. The optic is torn/cut into two pieces, typical of an insertion and removal. The optic has additional small split/cracked areas. A non-qualified viscoelastic was used. The root cause for the complaint of "intolerable" cannot be confirmed. Per questionnaire response from the hcp, the document indicated what caused or contributed to the event was "wrong power". The procedure was completed with a new iol. A power and resolution evaluation of the complaint lens could not be conducted due to the lens being returned in pieces. The manufacturer internal reference number is: (B)(4).